Event description:
It was reported the unit had intermittent coag function, they just stopped using it; there was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Evaluation: the pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The unit was exercised multiple times with consistent output results. The generator delivers cut/coag rf energy correctly. The error log didn't support the compliant of no coag. The rf controller-to-ucb wire harness was routed near the power switching devices which may have contributed to f6 fault. The unit was already fully upgraded. The unit passed final testing and was recertified for use. End of report.